Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient alleges pump does not deliver the correct amount of insulin. Patient reported that in (B)(6), she had episodes of very elevated blood glucose level all about 400/500mg/dl except on (B)(6) when she had a blood glucose level of 914 mg/dl. Patient stated she refused hospitalization and preferred to be treated at home by her diabetologist; patient receiving treatment with pump. Patient reported that on (B)(6) she started to feel ill, had a sense of confusion, wasn't able to understand what was happening, and her blood glucose level was 941 mg/dl. Patient stated she was almost in a diabetic coma; she was so confused that she didn't pay attention to the pump and she cannot remember if it gave any alarm or error. Patient reported a friend helped her to change the infusion set because she noticed an air bubble in the tubing. Patient stated that every 2-3 days from october until now the pump gave an e4 (occlusion) error message. Patient reported she confirmed the error twice, and changed the infusion set; she primes it every time. Patient stated she checked the pump yesterday and tried to deliver 10 units but thinks the pump only delivered 2 units. Patient suffers from colic often. Requested return of the alleged pump for evaluation.